Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited abnormal impedance and loss of capture. Diagnostic imaging revealed dislodgement. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and ¿abnormal impedance¿. The reported events of failure to capture and ¿abnormal impedance¿ were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted. The helix extension length measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination did not find any anomalies except for the damage found consistent with procedural damage. Visual inspection of the lead did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.